Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the log file. The associated system controller event log files were reviewed, and relevant timestamps spanned approximately 14 days (19:36:39 on (B)(6) 2025 to 09:42:02 on (B)(6) 2025). At 12:47:45 on (B)(6) 2025, a driveline communication fault alarm activated, associated with a communication a fault. This alarm resolved as the driveline was disconnected at 09:40:56 on (B)(6) 2025, and the controller was shut down at 09:42:02. The pump maintained a speed within the expected range while the driveline was connected. The integrity of the internal wires of the returned modular cable was tested, and the modular cable did not pass. Performing continuity testing revealed a break in the communication a (green) wire, and connecting the modular cable to a system controller and mock circulatory loop reproduced the driveline communication fault alarm. The outer jacket and underlying layers were removed for inspection of the underlying wires, and two breaches in the insulation of the communication a (green) wire were found, as well as a separation. The conductors of the wires were exposed at the locations of the insulation breaches; however, continuity remained as the wires were not fully severed at those locations. The root cause of the driveline communication fault alarm was determined to be either the separation of the communication a wire, or the exposed conductors of the communication a wire shorting to the exposed conductors of another wire. The root cause of the reported event was determined to be due to wire fatigue of the communication a wire. The relevant sections of the device history records for the heartmate 3 vad modular cable, lot number: 7547622, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 lvas IFU section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ state that damage to the electrical wires inside the driveline is not always visible. The user should be alert for signs of damage, including fluid leaking from the external portion of the driveline. Heartmate 3 lvas IFU section 6 entitled ¿patient care and management¿ and heartmate 3 patient handbook section 4 entitled ¿living with the heartmate 3¿ instruct the user to check the driveline daily for signs of damage. Heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Additionally, instructions regarding driveline care are found in sub-sections entitled "what not to do: driveline and cables". Heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline communication fault alarm that began in the afternoon. The patient presented to the emergency room. Log files were submitted for review. The log files confirmed the driveline communication (a) faults. The pump appeared to be operating normally. The controller and modular cable were exchanged on (B)(6) 2025 which resolved the alarm.